Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 2 months. The reported alarms and pump stoppages were confirmed based on a review of the submitted system controller log file data; however, a cause for the recorded alarms could not be determined. Based on the manufacturer¿s experience from similar reported events, the recorded events appeared consistent with a potential driveline issue. The patient remains ongoing on vad support using an ungrounded power module patient cable and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the clinic due to red heart and pump off alarms that occurred while connected to the power module. Interrogation of the system controller during the patient¿s clinic visit revealed low speed operation, pump stop, driveline disconnected, and low flow hazard events. No alarms were noted while the patient was on battery power and a short to shield condition was suspected. X-rays were reviewed by the manufacturer's technical services representative and appeared unremarkable. The patient was asymptomatic. As of 05/05/2016, it was reported that the patient was being sent home with an ungrounded patient cable and would continue to be monitored. At the time, there were no plans for a distal end repair of the external portion of the driveline. No further information was provided.